Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0b23z, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was out of town and forgot her instructions on how to work programmer. The patient was having trouble with it. The patient states since she had the stimulator put in, she has had other issues that have come about. The patient states she has had constant drainage of urine and dark discharge. The patient states she has never not had a pad on since she got the implant. The patient states she went constantly but wasn't always damp. The patient states they believe this was all caused from a sling she has that was put in before she got the stimulator. The patient inquired if the interstim could cause. The patient states the sling causes her pain. The patient states she also had to be put to sleep about 1 month ago. The patient states she had some things growing that was causing the bleeding. The patient states the sling was pushing against the wall which was causing irritation and a growth to grow and bleed. The patient states the hcp(healthcare provider) was trying to clean upall down there. The patient reports not being able to make adjustment both with or without antenna attached. The patient states she has never heard the programmer beep when trying to sync with the stimulator. The patient states the issue started with the programmer yesterday. The patient state she was trying to turn the stimulator up or just turn it off and was unable to do anything. The patient states she was uncertain if it was a button she pushed or what was causing this. The patient states she can't feel her stimulator anymore. The patient inquired if her stimulator could be reaching eos (end of service). Additional information received reported that the patient called in because she has not received her replacement programmer yet. The patient said the device was not effective right now. The patient said the device has never worked the way anyone anticipated but it stopped "really not working" about a week ago. The patient said she was going to the bathroom nonstop and was leaking terribly at night. The patient said her patient programmer was not working so she doesn't know if stimulator was on or off. Additional information received reported that the patient was able to get icons on the screen; however, the icon was showing the patient programmer batteries being very low. The patient was on her way to leave for the airport and will call back if needed. The patient was able to get main screen and go through the icons and was aware of what to do for traveling. This action resolved the reported issue. The patient reports no stimulation sensation. The caller reports a loss of therapeutic effect. The patient education on patient programmer use resolved the reported issue. The patient states over the weekend her system must have gotten shut off as she couldn¿t feel any stimulation and was having return of symptoms. The patient received the new programmer and the patient was trying to turn on. It was noted that the patient was having symptoms, not feeling at all. The problem starting one week ago and worse last few days. It was reported that the patient said that she spoke with patient services earlier today and they were going to send a replacement patient programmer to her overnight. The caller said that she saw a new screen and thinks that it may be the aaa batteries. The patient said that she was going to try some new aaa batteries and would call back. It was later reported that the patient programmer won¿t do telemetry with or without antenna. Anomaly appears to have occurred through product use. No patient harm reported.